Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she did not hear any alerts come from the insulin pump. Customer also reported that the device had a no delivery alarm. Blood glucose level at the time of the incident was about 468 mg/dl. The customer reported that she attempted to bolus, but did not see any insulin exiting the tubing. The customer reported that the device was functioning properly by the time of the call. The insulin pump was not replaced or returned for analysis.